Event description:
It was reported "the catheter kinked and not working well prior to d/c" no other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refq1088 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "the catheter kinked and not working well prior to d/c" no other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter kink is confirmed but the exact cause remains unknown. One 4 fr dl powerpicc catheter was returned for evaluation. A written paper note indicated lot: refq1088. Tactile evaluation of the catheter revealed three preferential kink locations between the 18 and 21 cm depth markers .microscopic observation of the kinking regions revealed slight creases on the catheter surface. The catheter was cut at the 21 cm depth marker in order to inspect the lumen dimensions. The catheter wall thickness and lumen distance were found to be within manufacturing specification. Based on the condition of the returned sample possible contributing factors include kinking during handling or use and advancement against resistance. Since evidence of a kink was present, the complaint is confirmed but the exact cause remains unknown.